Manufacturer narrative:
The insulin pump had no act button response due to moisture damage on keypad traces. No button error alarms noted. The device had bleeding lcd glass and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 161 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.